Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump. The caller was also advised to consult a healthcare provider about backup therapy as none was available currently.